Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy with lysis of adhesions and omental flap to the pelvis on (B)(6) 2009 due to small bowel obstruction; exploratory laparotomy with completion ileoproctectomy with ileostomy and repair of enterotomy on (B)(6) 2012 due to rectal pain; cystoscopy, bilateral retrograde pyelogram, bilateral ureteral stent insertion on (B)(6) 2012 due to bilateral hydronephrosis and renal insufficiency; and exploratory laparotomy with lysis of adhesions and primary repair of para-ileostomy hernia on (B)(6) 2014 due to incisional hernia and parastomal hernia. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary tract infection, and dysuria. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, urinary tract infection, and dysuria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with an exploratory laparotomy, total abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal sacral colpopexy, and abdominal rectopexy with sigmoid resection. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal in (B)(6) 2011 for mesh erosion. (B)(4).